Event description:
It was reported that the stimulator quit working some time ago, a year or two years prior to report. It was noted it was possible that the patient did not keep the neurostimulator charged. It was logged the patient had a lot of health issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).